Event description:
It was reported that multiple, intermittent malfunction alarms occurred. Customer's blood glucose level was 200 mg/dl. Reportedly, the customer reverted to insulin pens for insulin therapy.